Event description:
Healthcare professional (hcp) reported the 1550 device was being transported into a pt's room when the caster broke off and the device fell on hcp's right shoulder. Hcp reported soreness in the shoulder, but no injury resulted and no medical intervention has been required. Pt became upset during event and hcp had to administer ativan to calm pt down.